Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was having low flow issues. A functional check showed that the circulation pump could not maintain pressure in bypass mode. The customer requested for the 2000 hours service . As per sample evaluation result received on (B)(6) 2022, it was noted that the neutral side connection between the power inlet module and the main voltage circuit card shows signs of electrical overstress.

Event description:
It was reported that the arctic sun device was having low flow issues. A functional check showed that the circulation pump could not maintain pressure in bypass mode. The customer requested for the 2000 hours service . As per sample evaluation result received on 14jul2022, it was noted that the neutral side connection between the power inlet module and the main voltage circuit card shows signs of electrical overstress.

Manufacturer narrative:
The reported issue was confirmed. The overheating of the wires was assessed by the investigation tasks and used to complete the root cause evaluation using the fishbone methodology. Root cause are inadequate verification and validation activities of the crimping process, single pull test did not provide stability of process, evidence was not provided when requested for maintenance of records or crimp tools, no crimp cross-sections provided. DHR is not required. Labeling review is not required because labeling could not have prevented this issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.